Event description:
It was reported that a post market clinical study, patient underwent a kyphoplasty procedure on level l5. A "minimal cement extravasation" in the disc above l5 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow-up with representative.